Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that the event involved a male pt in the cardiac cath lab. The intra-aortic balloon (iab) was prepped per instruction. The sheath was inserted into the pts' femoral artery. The md could not advance the iab through the sheath. As a result, the md removed the iab from the sheath and requested another iab for insertion. The second iab was prepped and inserted through the existing sheath without difficulty. There was no reported pt death or injury. Medical/surgical intervention was not required. Iab therapy was delayed for the amount of time taken to prep and insert the second iab. The pt received intra-aortic balloon pump (iabp) therapy successfully. There were no reported pt complications and the pt outcome is listed as ok.